Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) (1 mg/ml at 0.3 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient noticed a motor stall message on their personal therapy manager (ptm) when attempting a bolus. The patient had no known magnetic interaction last night. The pump had since recovered. Recommended checking for any exposure to magnets as well as monitor for any additional stalls.